Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming primary audible. No patient injury reported.

Manufacturer narrative:
B3: date of event is unknown one infusion pump was received for evaluation. Visual inspection found crack on right plunger case, damaged top case and cracked bottom case. The event history log shows primary audible alarm post. Tests performed: power up and audio test. The cause of the reported problem could not be determined, the intermittence of the error, the audio test was performed and passed. Actions taken were to replace the speaker as a preventative measure, performed preventive maintenance and all functional testing. . With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.